Event description:
The hill-rom field technician reported that the CPR feature would not function on this bed. He replaced the head drive assembly which includes the CPR mechanism to resolve the issue. There were no reported adverse events associated with this product problem.